Event description:
It was reported that the ventilator shut down due to the depleted internal battery. The ventilator would not power up or charge the internal battery due to a damaged pigtail. It is unknown if the ventilator alarmed or was connected to a pt when the reported problem occurred.